Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of propofol and the delivery was started. No specific programming parameters were provided. The customer reported that "the pt was receiving a small amount of propofol and for some reason the device delivered 100ml all at once." A code was called and after unspecified treatment, the pt was "stable." Multiple unsuccessful attempts have been made to obtain additional info including pump programming and specific event details. Hospira will continue to investigate.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the rptr upon query by hospira personnel.